Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with a 6fr sheath, after a peripheral interventional procedure. Reportedly, when the plunger was removed, no suture was attached. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. According to the proglide instructions for use, the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances related to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.